Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing inadequate therapy relief. Imaging was performed and the physician assessed that the deep brain stimulation (dbs) leads were not placed properly. The patient underwent an explant procedure where the deep brain stimulation (dbs) system was removed, as the physician planned to perform additional MRI imaging for re-implanting at a later date. The patient was doing fine post-operatively. The explanted devices were retained at the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4).